Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. The investigation is considered open at this time. This report will be updated should further information be provided.

Manufacturer narrative:
Most recently, information was received from the local area sales representative that confirmed from follow-up that the patient's device was functioning appropriately with p-waves @ 3.0 mv and r-waves @ 12.0 mv, as well as in range impedances and thresholds @ 0.6v in both leads. The local area sales representative also confirmed that there had been no events documented that were associated with the time of reported syncope. Total % of pacing: a-3%, v-1%. The patient was evaluated by dr (B)(6) on the same day as the initial allegation and there was no documentation of suspected device failure or issue associated with the syncopal episode.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) may have caused or contributed to the patient's syncopal episode. This device was recently implanted. The local area sales representative was contacted for more information but none is available to date. The boston scientific technical services consultant advised the patient to discuss the issue with their following physician.